Manufacturer narrative:
Unit passed all functional testing. Unit performed as expected and no problems were found.

Event description:
Units keep stating, "not detecting body temp" stating bad connection. Keeps stating, "restart new procedure." Doctor is using same probe in order to complete the case. There was a 45-minute delay in the rf procedure and no injuries were reported. Office manager states that the doctor has been having problems off and on. Facility did not send any probes in for evaluation.